Manufacturer narrative:
The event occurred in united another country.

Event description:
Caller states patient reported low blood glucose symptoms with result of 3.2 mmol/l obtained on the aviva system at 07:40. Customer was treated with honey and glucose tablets. Customer continued to have low blood glucose symptoms at 08:34 with result of 8.9 mmol/l. No actions were taken based on device result; customer was re-tested and the following results were obtained: 10.8 mmol/l (12:30); 3.4 mmol/l (14:18); 4.1 mmol/l (14:41); 7.0 mmol/l (18:00). Customer continued to have low blood glucose symptoms with the reported values, and she was taken to the hospital after having a "fit." The customer reportedly received unknown treatment for hypoglycemia as well as temazepam, and remains in the hospital. Requested return of suspect device.